Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during a bolus. The customer blood glucose level was 173 mg/dl. Customer wishes to continue troubleshooting. The states they had tried different cannula lengths. Customer states the tubing did not bent or kinked. Customer states they have tried all remedies. Customer states they performed a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer reports insulin exits the tubing. Customer reports insulin exits with the manual prime. The device will be returned for analysis.